Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker was not mode switching properly due to the patient's rhythm being slightly outside the programmed criteria. Programming changes were completed to address this issue. The patient was stable.